Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. System related product: mcs-p3-31-aoa-us/sn (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted deep and was not sealing well resulting in severe paravalvular leak (pvl). Due to the pvl and a low ejection fraction, the patient became hypotensive and pulseless electrical activity and ventricle tachycardia were noted. Cardiopulmonary resuscitation (CPR) was initiated. An intra-aortic balloon pump was inserted and replaced with an impella. A second transcatheter bioprosthetic valve was implanted valve-in-valve and stabilized the patient and reduced the pvl to mild. The patient died later that day. The cause of death was acute heart failure. It was reported that the patient never fully recovered from decompensating during the period of severe pvl between the two valve implants. An autopsy was not performed and the device was not explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.